Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported that alarms were not heard from the bedside monitor when alarms were expected. There is no additional patient impact involving the bedside device.